Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pace impedance measurements of less than 200 ohms. There was pacing inhibition noted but no asystole. The noise and oversensing was determined to be electromagnetic interference (emi). Subsequently, a lead revision procedure was performed in which the rv lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.